Event description:
Per the clinic, the recipient experienced erythema, edema, purulent discharge around the implant site followed by skin breakdown, exposing the receiver/stimulator. The patient was also developed an infection at the implant site. Subsequently, the patient was hospitalized (specific date not reported) and treated with antibiotics (specific date and type not reported) for a duration of 30 days. It was also reported that the patient underwent revision surgery (specific date not reported) in order to clean the silicone exposure site and replacement of the internal component. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that, the patient experience skin laceration at the magnet area and treated with IV antibiotics (specific date not reported) for a duration of 15 days, followed by oral antibiotics (specific date not reported) for a duration of 15 days. The previous or initial MDR submitted on may 19, 2025; was filed inadvertently. No replacement of internal component.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, for a revision surgery of repositioning the receiver/stimulator and skin flap rotation.